Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation cardiac ablation procedure that included thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced thrombus, cerebrovascular accident (cva) and sepsis that required prolonged hospitalization and medical intervention. Timing of adverse event: four weeks after ablation, post use of bwi products patient came back four weeks after ablation with infection and septic shock. They've found multiple ischemic strokes in a computerized tomography (CT) scan. Therefore, more investigation needed. They also detected oral streptococcus in blood culture. No signs of a fistula in CT. Transesophageal echo showed a thrombus formation on the right superior pulmonary vein. Patient is now in intubation in the intensive care unit (ICU). No revision surgery or hardware removal required. Additional medical intervention was a CT scan, transesophageal echocardiogram (tee). Additional information was received. Date of adverse event was (B)(6) 2023. Physician's opinion on the cause of this adverse event was the patient condition. Intervention provided was 2x CT and 1x egd to check for esophageal fistula. No fistula seen. Outcome of adverse event was improved. Patient required extended hospitalization because of adverse event due to septic shock and stroke, need of intubation and mechanical ventilation. +2x tee. Force visualization features used: vector, visitag. Parameters for stability used with visitag module: 3mm, 3s. Additional filter used with the visitag: fot 25% 3g, respiration adj. Color options used prospectively was tag index.